Event description:
It was reported that an alert was triggered for atrial arrhythmia burden of at least one hour in a twenty four hour period. A review of the stored electrogram (egm)s showed false atrial tachy response (atr) due to far field r wave oversensing. Further review was recommended. This device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that an alert was triggered for atrial arrhythmia burden of at least one hour in a twenty four hour period. A review of the stored electrogram (egm)s showed false atrial tachy response (atr) due to far field r wave oversensing. Further review was recommended. Additional information noted that noise was seen on the right ventricular (rv) lead electrogram (egm). This was seen three days prior to routine interrogation. The episodes were recorded as ventricular tachycardia (vt). The patient reported thinking he was sweeping or raking in the garden at the time of the episodes. The recorded episodes appeared sustained with some periods of oversensing and classification as ventricular tachycardia (vt) on the basis of rate. It was not possible to reproduced the noise with isometric movements or pocket palpitations. Th patient was not pacemaker dependent. The physician changed the sensitivity and will review the patient in two weeks. Remote monitoring was also sent up at the patient home. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that an alert was triggered for atrial arrhythmia burden of at least one hour in a twenty four hour period. A review of the stored electrogram (egm)s showed false atrial tachy response (atr) due to far field r wave oversensing. Further review was recommended. This device remains implanted. No adverse patient effects were reported. Additional information noted that noise was seen on the right ventricular (rv) lead electrogram (egm). This was seen three days prior to routine interrogation. The episodes were recorded as ventricular tachycardia (vt). The patient reported thinking they were sweeping or raking in the garden at the time of the episodes. The recorded episodes appeared sustained with some periods of oversensing and classification as ventricular tachycardia (vt) on the basis of rate. It was not possible to reproduced the noise with isometric movements or pocket palpitations. The patient was not pacemaker dependent. The physician changed the sensitivity and will review the patient in two weeks. Remote monitoring was also sent up at the patients home. No adverse patient effects were reported. The device remains implanted.